Event description:
The rptr stated that rptr did back to back blood glucose tests. Rptr's results were 50, 128 and 97 mg/dl. Rptr did not have any symptoms. The rptr has a very difficult time getting enough blood for a sample. No harm was alleged. Followup attempts to contact the rptr for further info have not been successful.